Event description:
It was reported that a lead apparently fractured and caused two inappropriate shocks to be delivered due to oversensing. Electrical noise was observed with patient isometrics. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.